Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the routine follow-up, it was noted the device had declared elective replacement indicator (eri). The last follow-up, a year ago, the device indicated a remaining longevity of one year. At that time, the output of the competitor right ventricular (rv) lead had been increased as the patient was one hundred percent paced. It was indicated a device replacement procedure would be scheduled. The device was explanted and replaced. No adverse patient effects were reported.